Manufacturer narrative:
Lot number, manufacture date and expiry are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit ID and wbc count is not available, at this time. Terumo bct is awaiting the return of the disposable set for evaluation. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
The customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, it was confirmed that the wbc count was below 1.2x10^7 for a triple collection. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. It is possible,though not conclusive, that the pausing of the pumps just after the platelet valve opened interrupted the steady state of the lrs chamber possibly causing some wbcs to escape from the lrs chamber. It is also possible that this leukoreduction failure is donor related.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. It is possible, though not conclusive, that the pausing of the pumps just after the platelet valve opened interrupted the steady state of the lrs chamber possibly causing some wbcs to escape from the lrs chamber. It is also possible that this leukoreduction failure is donor related. A terumo bct service technician checked out the machine at the customer site. The red blood cell (rbc) sensor and pressure sensors were checked and an auto test was performed. The machine was found to be operating per manufacturer's specifications. Investigation is in process. A follow-up report will be provided.